Event description:
It was reported that the stent was loaded onto another co's guide wire and then examined. A piece of something was noted on the guide wire, and the sds was examined to find that the tip had detached and was located on the guide wire. The product not used.